Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded on keypad trace. Unable to perform the displacement, basic occlusion, occlusion, prime test and no delivery tests due to keypad damage. No number ramping or scrolling on display noted. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. Customer stated she was trying to bolus and numbers were ramping up. The blood glucose at the time of the incident was 300 mg/dl. Troubleshooting was not able to resolve the issue. Customer also mentioned having a high blood glucose. The device was returned for analysis.